Event description:
It was reported that the tandem-provided charging supplies sparked and caught fire. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.